Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection, as listed in the xience v IFU and risk assessment matrix, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors including, lesion characteristics, technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effect and the relationship to the product cannot be determined, there does not appear to be an indication of a product quality deficiency.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that this was a moderately tortuous, calcified lesion. The lesion was crossed with a whisper es guide wire and pre-dilated with a voyager balloon. While deploying a xience v, the proximal edge of the stent caused a dissection; therefore, a xience v 3.0 x 23 was used to cover the dissection. No additional event or patient information is available.